Event description:
It was reported that the closure tops backed out of the screws post-operatively. During the index procedure levels l2 thru l5 were treated. Instrumentation during the index procedure included non-zimmer spinus process fixation device at l2, 11x9x26m ardis at l4-l5, 8 sequoia 6.5x50mm screws, 8 set screws, 100mm rod and a 95mm rod. The pt presented for follow-up after bending over and felt a "pop". X-rays revealed that on one side of the construct, 2 set screws had popped out and the remaining 2 were loose. The rod had also slipped out of the bottom set screw. The pt has not been revised as of the date of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.